Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in greater than 2 seconds of asystole. The rv lead also exhibited high out-of-range pacing impedance of greater than 2,500 ohms, intermittent loss of capture (loc), and high pacing threshold measurements. The patient presented to the emergency room due to experiencing syncope. Isometrics were done and noise and pacing inhibition were reproduced. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.